Event description:
A female pt, 82 yrs old, with a subtrochanteric fracture, was implanted with a depuy ace captured hip screw sys in april 1997. Following a physical therapy session on 7/15/97, the pt felt pain and was admitted to the hosp. The captured hip screw plate was determined to be broke and was explanted on same day.